Event description:
It is reported that the pt suffered from pain and restricted mobility at her left hip joint since (B)(6) 2011. X-rays showed that the hip tep fitted correctly but that there was small osteolysis in the area of the left pan core. A biopsy was performed on (B)(6) 2011. It showed a pseudotumour at the left hip joint. This led to the decision to perform a revision.

Manufacturer narrative:
Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The device is not cleared in the united states, but a medwatch report has been submitted as it is a similar device to other ballheads cleared in (B)(4). Should additional info become available and an investigation result be available, an amended. Medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4)considers this case closed. Zimmer reference number of this file is (B)(4).